Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air-in-line alarms through the history log, but could not reproduce it during evaluation. Evaluation found the upper fluid number to be below specification, which can make the device more sensitive to air-in-line alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed air-in-line. This was discovered during biomedical testing. It was also reported that there was no patient injury.